Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. They reported that their battery was low on their ins and that they first noticed the issue last month in august. Patient stated that they were concerned about the ins battery depleting too fast despite their ins only being implanted in 2023. Patient confirmed that they had no recent experience of falls or trauma. Agent reviewed ins longevity factors and walked patient through connecting to their ins. Patient confirmed that their ins battery showed "low" and agent redirected the patient to their healthcare provider (hcp) to further address the issue.